Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results. An MDR number with regard to the apco9 cable will also be provided in the supplemental report.

Event description:
It was reported that during use of a vigileo monitor on a severely burned patient the svv values did not fluctuate as anticipated by the clinician given the patient&#62688;clinical presentation. There were no fault/alert messages observed, the connections were checked and the monitor was restarted but the problem was not resolved. The vigileo monitor and apco9 cable were exchanged for another set and the problem was solved. The patient was not treated according to the inaccurate values. No patient compromise was reported. No patient demographic information was available. No other system related devices were reported as suspect.

Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The apco9 cable was also submitted and the MDR number is 2015691-2016-03356.